Event description:
Received message stating "received call from pt's mother re: (B)(6) and malfunctioning device. Current device has been turning itself off, without a low battery issue, and blacking out. Emailing (B)(4). Pt is getting supplies from (B)(4), (B)(6) 2013; received (B)(6) 2013; source access it:" called and left message times 2 to call back to cts to mom.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump was ¿turning itself off¿ was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.